Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 1 event was reported for this quarter. Product return status, 1 device investigation type has not yet been determined. Evaluation findings (results/components), 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition, 1 device: product disposition is not yet determined. Additional information, 1 device was labeled for single-use, 1 device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 1 event for the failures: fracture; overheating of device - 1 event had no health consequences or impact.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 0 events for the failures: fracture; overheating of device.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99507. Supplemental rationale corrected data: b5, h1, h6, h11 1 event was previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 3015967359-2025-99443. - 0 previously reported events are included in this follow-up record.